Event description:
The manufacturer received information alleging ventilator service require codes were found during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's error codes, therapy buzzer failed, power buzzer failed, and speak buzzer failed, were observed on the device's error log. In conclusion, the device's system printed circuit assembly board was replaced to address these issues. The root cause is confirmed at this time. Additionally, during the service of the device, the proximal in-line filter was replaced for the fio2 sensor receptacle verification test step failing on the device and it's unrelated to the reportable issue. The air inlet foam filter, particulate filter and muffler assembly were replaced for preventative maintenance and it's unrelated to the reportable issue. The device passed all final testing.